Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion and one extended opening. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one sharp opening, partial delamination of plug strap disk shell and broken sharp of plug strap. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one sharp opening assessed as unidentified (tear) opening, broken sharp of plug strap assessed as unidentified (tear) opening and partial delamination of plug strap disk shell due to adhesive failure.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.